Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received power deadlock alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was 377 mg/dl at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant tone due to faulty mother board. We were unable to verify alarms or perform the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant tone. The insulin pump had minor scratched display window.